Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2017-jan-12 that one time there was an overdose situation and there was a representative there that must have been coordinated through the hospital. The date of the event was unknown but noted that it was maybe 2010, 2011, or 2012. It was stated that the patient ¿took another pill and they took it off¿ and that it was believed the patient was given narcan. It was indicated that the situation was resolved in the hospital.

Event description:
A response was received from a healthcare professional from follow-up conducted. "N/a" was reported in response to all questions regarding the reported "overdose situation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.